Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The ipg site was relocated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2021 wherein the ipg site was moved to a new location resolving the issue.

Event description:
It was reported the patient experiences pain at the ipg implant site. Surgical intervention may be pending to address the issue.